Manufacturer narrative:
Two samples sent by the customer to the manufacturer were investigated for possible interference to the ruthenium label. No interference due to the ruthenium label could be identified.

Event description:
The customer complained of questionable tsh - thyrotropin results for one patient. Data were provided for twelve samples between (B)(6) 2013. Of those samples, two had erroneous results when tested on the cobas e601 module, serial number (B)(4). Data provided by the customer, including other thyroid tests and patient treatment, are in the attachment to this report. In (B)(6) 2013 (the exact date was not provided), the roche method yielded a tsh of 0.47 mui/l. An ortho method yielded a result of 10.8 mui/l. On (B)(6) 2013 the roche method yielded a tsh of 1.40 mui/l. The sample was then diluted 1/10 with a result of 15.5 mui/l. Although the patient was treated based on the roche tsh results, the patient was not harmed by any actions taken.

Manufacturer narrative:
The samples sent by the customer were also tested using the siemens centaur instrument. The tsh values obtained were similar to values obtained by the customer on the centaur. Further clarification of the observed discrepancies is not possible with currently available testing methods.

Manufacturer narrative:
This event took place in (B)(6).